Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 1 of 9 was received from (B)(6) stating that the device had debris in the sterile package. It is unknown if the device was being sued during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. There was no additional information provided.